Event description:
On 2023-oct-17 information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation and the issue began about 2 weeks ago. Pt stated that they were unable to adjust their stimulation settings up or down more than .1. Pt stated the message settings not available would appear. Pt confirmed they had tried switching between groups, but none of the groups were working. Agent provided nas phone number and the patient was redirected to their health care provider to further address the issue. Pt stated they do have an appointment with their managing hcp planned next month. On 2023-nov-28 additional information was received from the patient (pt). The pt reported they are not aware of any contributing factors. They had just charged it and went to adjust the level/lower and it would not. Just before they got the code they kept getting sudden jolts. Steps taken were they found out when a rep checked it that one lead came loose so the rep switched the program to the other lead. The pt is going to see if it keeps working at that lead. Pt reported they are hoping using the other lead will still help but if it doesn't help properly then the pt will discuss possible revision or replacement at that time. Weight was received.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-apr-2025, UDI#:(B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 15-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.